Manufacturer narrative:
The preloaded insertion system was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the plunger component was observed in a fully advance position. The cartridge was visually inspected under a microscope and revealed no lens was observed inside the pcb00 device. The plunger was observed screwed in the preloaded insertion system. Therefore, the pushrod was observed pass through the cartridge. Viscoelastic residues were observed inside the device, but no debris or particles were observed inside the device. The reported complaint of a metal thread came out of the inserter cannot be confirmed. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. The devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr). The device manufacturing procedures were performed as required. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: unknown. (B)(6). Implant date: not applicable; the lens was not implanted in the patient¿s eye. Explant date: not applicable; the lens was not implanted in the patient¿s eye. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (iol), a metal thread came out of the inserter. There was no patient injury reported. No further information was provided.